Event description:
A report was received that the patient would undergo a pocket revision due to charging difficulties stemming from a shallow pocket site.

Manufacturer narrative:
Additional information received indicated that the patient's pocket was revised and two lead extensions were implanted.

Event description:
A report was received that the patient would undergo a pocket revision due to charging difficulties stemming from a shallow pocket site.